Manufacturer narrative:
(B)(4). Date sent: 2/4/2019. Batch # r94d6r. Investigation summary the analysis results found that a harh36 device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visually inspected could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number (r94d6r), and no non-conformances were identified. Expiration date: 8/31/2023. Date of mfg.: 09/08/2018.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the device package was torn and the customer was concerned about the sterility of the device. No patient consequences were reported.